Event description:
On (B)(6), 2010 the patient was implanted with the conformable gore tag thoracic endoprosthesis and the gore tag thoracic endoprosthesis as part of combined surgical and endovascular repair of an aortic aneurysm. On (B)(6), 2010 the patient died due to sepsis and multi organ failure.

Manufacturer narrative:
A review of the manufacturing records is being conducted.